Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging machine is dispensing too much air that it is making her difficult to sleep at night and the device would not turn on. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was confirmed. During evaluation of the device, the third-party service center visually inspected the device and found foam particle inside the blower kit. Service center also found contamination from dust inside the device. In addition, the devices error log was downloaded, and error codes were present when reviewed. The unit was cleaned and disinfected. The device has been repaired.